Manufacturer narrative:
Depuy synthes has been informed that the catalog number and lot number is not available. The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation alleges that the patient underwent a revision to address pain, synovitis loosening, tissue necrosis, inflammation and elevated metal ions.